Manufacturer narrative:
One 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to investigate the failure mode of the agilis leak.

Event description:
During af procedure, an air leak occurred. After transeptal puncture, the introducer was aspirated and flushed. The non-abbott ablation catheter was inserted and air was noted in the syringe. The introducer was replaced, and procedure was continued with no adverse consequences to patient.